Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the discharge follow-up, the right atrial (ra) lead noted poor sensing, high threshold measurements, impedance measurements greater than 2000 ohms and noise in bipolar configuration. The lead was programmed to unipolar configuration and all measurements were appropriate with no noise present. No lead damage was noted through the x-ray. This patient was not pacemaker dependent. This lead remains implanted. No adverse patient effects were reported.